Event description:
It was reported that the customer had cracks near the battery compartment. No additional information provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip and broken battery tube threads noted during visual inspection. Blank display due to corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).